Event description:
A customer contacted beckman coulter inc. (Bci) reporting a hydro leak of unknown origin in the system. No injury was reported.

Manufacturer narrative:
The customer cleaned up the leak and verified instrument performance. Bci service engineer assisted the customer with troubleshooting over the phone and verified that instrument was operational with no leaks.